Event description:
Reportedly, during device implantation, it was not possible to establish rf communication. Two different rf heads have been used and several tests have been performed. The device was interrogated with the telemetry head. Preliminary analysis did not reveal any issue with the subject device nor with the involved rf heads.

Event description:
Reportedly, during device implantation, it was not possible to establish rf communication. Two different rf heads have been used and several tests have been performed. The device was interrogated with the telemetry head. Preliminary analysis did not reveal any issue with the subject device nor with the involved rf heads.

Manufacturer narrative:
(B)(4).